Manufacturer narrative:
It is unknown if the device will be returned for evaluation. A review of the manufacturing documentation associated with lot 17539105 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the powerflex pro balloon 10mmx6cm 135 ruptured when it reached eight atmospheres (8atm). There was no reported patient injury.

Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. As reported, the powerflex pro balloon 10mmx6cm 135 ruptured when it reached eight atmospheres (8atm). There was no reported patient injury. The target lesion was the left iliac vein. The lesion was not calcified and had no vessel tortuosity. The rate of stenosis was 80%. The device was stored and handled per the instructions for use (IFU). There were no difficulties removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the IFU and prepped normally (i.e. Maintain negative pressure). The contrast to saline ratio was 1:1. A merit inflation device was used. The same indeflator was used successfully with other devices. There were no difficulties advancing the balloon catheter through the vessel or crossing the lesion. The balloon catheter was removed easily and intact (in one piece) from the patient. The procedure was completed successfully. The device will not be returned for evaluation however two images were received for analysis. Additional procedural details were requested but are unknown. As reported, the powerflex pro balloon 10mmx6cm 135 ruptured when it reached eight atmospheres (8atm). There was no reported patient injury. The target lesion was the left iliac vein. The lesion was not calcified and had no vessel tortuosity. The rate of stenosis was 80%. The device was stored and handled per the instructions for use (IFU). There were no difficulties removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the IFU and prepped normally (i.e. Maintain negative pressure). The contrast to saline ratio was 1:1. A merit inflation device was used. The same indeflator was used successfully with other devices. There were no difficulties advancing the balloon catheter through the vessel or crossing the lesion. The balloon catheter was removed easily and intact (in one piece) from the patient. The procedure was completed successfully. Additional procedural details were requested but are unknown. The product was not received for analysis. Instead, two pictures were attached to the electronic file. One picture showed one device inside of a clear plastic bag with a cordis product label. Part of it is blood saturated. Label indicated that the device was a powerfelx pro pta dilatation catheter, product # is 4401006x, lot number is 17539105 and expiration date is 2019-06-30. Second picture showed a hanging device with the balloon saturated with blood, and also the hub saturated with blood. No other issues were noted that were considered potentially related to the reported complaint. A device history record (DHR) review of lot 17539105 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed through picture analysis. The exact cause of the issue could not be determined. Based on the limited information available for review, vessel characteristics (80% stenosis) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter.¿ neither the DHR nor the picture analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.